Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that during use of the bd nexiva¿ closed IV catheter system upon examining the catheters it appeared "that there is a very little piece of extra plastic sticking out of the tip of the catheter. Verbatim: "we are experiencing resistance in puncturing the skin ¿ feels like trying to puncture leather. I thought that perhaps it was due to patient¿s skin thickness, but I had the same problems starting IV¿s using the catheters from the same lot. Other nurses in day surgery are experiencing the same thing. I did examine the catheters and it appears that there is a very little piece of extra plastic sticking out of the tip of the catheter."

Manufacturer narrative:
Investigation summary since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported by the customer that during use of the bd nexiva¿ closed IV catheter system upon examining the catheters it appeared "that there is a very little piece of extra plastic sticking out of the tip of the catheter. Verbatim: "we are experiencing resistance in puncturing the skin ¿ feels like trying to puncture leather. I thought that perhaps it was due to patient¿s skin thickness, but I had the same problems starting IV¿s using the catheters from the same lot. Other nurses in day surgery are experiencing the same thing. I did examine the catheters and it appears that there is a very little piece of extra plastic sticking out of the tip of the catheter."